Event description:
It was reported that the pump had scratches on its body. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and is in the process of obtaining a new device, as the warranty had expired and the pump could not be repaired or replaced.